Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite meter. Customer reported receiving readings of 322 mg/dl and 56 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported receiving a reading of 324 mg/dl at 10 pm on (B) (6) 2010 which was higher than she felt. Customer stated that she blacked out while sleeping and experienced one episode of seizure at 12:30am on (B) (6) 2010. Customer reported her son gave her some soda to counteract her symptoms. It is unknown what reading customer received at the time of her medical event. Adc customer services attempted to reach the customer for additional information, but without any success. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Event description:
On june 28, 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultrasmart meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) classified the following complaint based on the customer service representative (csr) initial documentation and additional information obtained during a follow-up call. Based on the information provided, it is unclear what time on (B)(6) 2010 the alleged issue began. At approximately 2:55 pm on (B)(6) 2010 when the patient reportedly tested on the subject meter and obtained a result of "12 mmol/l." The patient stated that he did not have any low diabetic symptoms at the time of the reading. The cca documented that the patient tests his blood glucose 4 to 6 times a day and manages his diabetes with diamicron pills and humalog insulin. The patient confirmed that he continued with his usual dose of humalog insulin (40 units) and diamicron (30 mg). Six hours after the alleged issue began, the patient claimed that he was on the street near his home where he "lost the ability to move and lost consciousness." The emergency medical services (ems) was called by an unidentified individual and the patient stated that he was transported to the hospital at approximately 1:00 am. The patient's blood glucose was reportedly tested with the ems meter and subject meter and both obtained a result of "1.0 mmol/l." The time difference between the two readings is not known. The patient was reportedly treated with IV glucose and orange juice. Six hours after admission to the hospital, the patient's blood glucose was reportedly tested on an unspecified meter and obtained a result of "12.3 mmol/l." The patient reported having breakfast and claimed to have been released from the hospital the following day after admission. During the troubleshooting session, the cca documented that the patient used an approved sample site for testing his blood glucose on the subject meter. Based on the information that the patient provided, the cca concluded that more than 30 minutes elapsed between the subject meter and the hospital meter reading. Thus, the reported blood glucose results are invalid for accuracy comparison. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained an inaccurate high reading on the subject meter, administered his usual diabetic medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.